Event description:
Device malfunction: difficult to remove, detached distal guide. Time of device malfunction: during vessel closure. Symptoms/ae: surgical intervention, foreign body removal. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a highly calcified common femoral artery after an abdominal aortic aneurysm stent graft procedure. Reportedly, the device was difficult to remove and during removal, the distal guide detached in the artery. The distal guide was surgically removed and the artery was surgically repaired. After the procedure, it was noticed that the device had expired on 10/2007. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.